Manufacturer narrative:
Analysis of historical records: orthofix (B)(4) checked the internal records related to the controls made on the device code 50-10300 lot v1411089 (lot laser marked on the component v1410716) before the market release. No anomalies have been found. The original lot, manufactured in 2015, was comprised of (B)(4) devices. All of them have already been distributed to the market. According to orthofix (B)(4) historical records, this is the first complaint received from this specific device lot. Technical evaluation: the returned device, received on august 30th, 2016 was examined by orthofix (B)(4) quality engineering area. The device was subjected to visual and dimensional check as per orthofix specifications. The visual check evidenced that the device is now divided in two parts. Furthermore the turning knob, code 50-10204, is missing. The dimensional check of the inner tube, code 50-10302, evidenced that the diameters are slightly under specification. The undersize diameters may have been a contributory factor in the device disassembling. However, mechanical test performed in the past on samples with such diameters below minimum tolerance, performed at more than double the minimum pull-out specification. The results of the technical evaluation evidenced that the breakage occurred could be attributable to overload applied during the application possibly amplified by a dimensional contributory factor. Medical evaluation: the information made available on the case together with the results of the technical evaluation were sent to our medical evaluator. Please find below an extract of the medical evaluations performed. "In this case the frame was applied to a tibia for an unspecified correction in april 2016. Sometime later, again unspecified, the strut "collapsed" and became non-functional. A new strut was applied and the treatment continues. There were no adverse effects. It is difficult to make any further comment without more information. The technical report shows that some of the dimensions on the failed device were outside the tolerance limits, and this may have contributed to the failure. As the strut was replaced the patient should be in good health". Final comments: the results of the technical evaluation evidenced that the breakage occurred could be attributable to overload applied during the application possibly amplified by a dimensional contributory factor.. The medical evaluation evidenced as follows: "in this case the frame was applied to a tibia for an unspecified correction in (B)(6) 2016. Sometime later, again unspecified, the strut "collapsed" and became non-functional. A new strut was applied and the treatment continues. There were no adverse effects. It is difficult to make any further comment without more information. The technical report shows that some of the dimensions on the failed device were outside the tolerance limits, and this may have contributed to the failure. As the strut was replaced the patient should be in good health". A complete medical evaluation of the case was not performed as some information about the medical procedure was not made available, i.e. Copies of the x-ray images and copies of the software prescription. Based on the results of the technical evaluation and on the evidences deriving from the medical evaluation, orthofix (B)(4) can conclude that the problem that occurred is due to overload applied during the application possibly amplified by a dimensional contributory factor. The analysis of the historical data evidenced that no other notifications have been received on devices belonging to this specific lot. Orthofix (B)(4) continues monitoring the devices on the market.

Event description:
The information initially provided by the local distributor indicates: device code: 50-10300 (medium strut tl-hex - 114mm-184mm); lot number: v1410716; quantity: 1; hospital name: hospital (B)(6); surgeon name: (B)(6); date of initial surgery: (B)(6) 2016; body part to which device was applied: tibia; surgery description: correction; patient's information: male; problem observed during: into treatment; type of problem: device functional problem; event description: during the treatment, one of the medium strut used in the tl-hex fixator, collapsed. The rod does not fit into the telescopic aluminium tube because it's broken. The complaint report form also indicates: the device failure did not have any adverse effects on patient; the surgery was completed with used device; the event did not lead to a clinically relevant increase in the duration of the surgical procedure; an additional surgery was not required; copies of the operative report are not available; copies of the x-ray images are not available; information on patient current health condition: the patient is fine because (B)(6) gave a new strut to the surgeon, so the patient could maintain his treatment as normal as possible. No other information has been made available. (B)(4).

Manufacturer narrative:
Analysis of historical records: orthofix (B)(4) checked the internal records related to the controls made on the device code 50-10300 lot v1411089 (lot laser marked on the component v1410716) before the market release. No anomalies have been found. The original lot, manufactured in 2015, was comprised of (B)(4) devices. All of them have already been distributed to the market. According to orthofix (B)(4) historical records, this is the first complaint received from this specific device lot. Technical evaluation: the technical evaluation on the returned device is currently on going. Medical evaluation: the information available on the case was sent to our medical evaluator. A preliminary medical evaluation was performed and will be finalized once the results of the technical evaluation will be available. As soon as the results of the technical investigation are available, orthofix (B)(4) will provide you with a follow up report. Orthofix (B)(4) continues monitoring the devices on the market. Device currently under technical evaluate.

Event description:
The information provided by the local distributor indicates: device code: 50-10300 (medium strut tl-hex - 114mm-184mm); lot number: v1410716; quantity: 1; hospital name: (B)(6); surgeon name: (B)(6); date of initial surgery:(B)(6) 2016; body part to which device was applied: tibia; surgery description: correction; patient's information: male; problem observed during: into treatment; type of problem: device functional problem; event description: during the treatment, one of the medium strut used in the tl-hex fixator, collapsed. The rod does not fit into the telescopic aluminium tube because it's broken. The complaint report form also indicates: the device failure did not have any adverse effects on patient; the surgery was completed with used device; the event did not lead to a clinically relevant increase in the duration of the surgical procedure; an additional surgery was not required; copies of the operative report are not available; copies of the x-ray images are not available; information on patient current health condition: the patient is fine because (B)(6) gave a new strut to the surgeon, so the patient could maintain his treatment as normal as possible. (B)(4).